Event description:
The lay user/patient contacted lifescan (lfs) on january 31, 2006 alleging that his one touch ultra smart meter does not power on. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached by telephone for further clarification. The last time the patient tested on the meter was on january 31, 2006 at 8:00 a.m. The patient experienced symptoms of feeling dehydrated and drank gatorade and took his insulin. He then went to the hosp where he was treated with an IV (no information on what was in the IV). The battery was replaced less than a year ago and was correctly installed. The battery contacts were in good condition. The meter shuts off before the time is up. Customer care agent (cca) was unable to resolve the issue and sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, reading in the hospital and the diagnosis. The complaint is being reported since he could not get a blood reading and was treated with an IV by a medical professional.